Event description:
A hemodialysis patient reported during treatment a blood leak occurred. Home patient reported to fresenius (B)(4) staff that he has lost a circuit of blood (approx. 300ml). He reports that he wakes up in the middle of the night and finds the venous pressure is zero and machine will not run his blood. He also stated that the venous chamber level was rising throughout the night. The 2008k at home machine was checked and found to be okay. Patient had no adverse effects and required no medical intervention. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation. This medwatch report is associated with MDR report numbers: 8030665-2014-00220, 00221, 00222, 2937457-2014-00378, 00379 and 00380.